Event description:
The customer reported the videoscope image on the monitor turned to a blue (purple) noise screen after the power was turned on. It did not go away even after restarting it several times. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service also found error code e216 (scope communication error) occurred. This report is being submitted for both the reported event and the malfunction found during evaluation. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, service found the discoloration of the screen was due to a defective circuit, and error code e216 was displayed due to debris on the electrical connector. In addition, the adhesive on the bending section was chipped, angulation was insufficient, the angulation lock did not work, and the connector label was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the reported image failure and the e216 error code that was found during evaluation. A definitive root cause for these issues were not established. However, it is probable that the issues occurred due to (a) a defect in the image sensor unit, (b) a failure of the internal electric board of the video connector unit, or (c) a system error. Olympus will continue to monitor field performance for this device.